Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Intermittent pacing failure was noted on electrocardiogram (ECG) on the right ventricular (rv) lead. The patient was hospitalized and medical intervention was required. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.